Event description:
It was reported that balloon burst occurred. The target lesion was located in the arteriovenous fistula. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty. During the procedure, the balloon burst while blowing it inside the patient's body. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the arteriovenous fistula. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty. During the procedure, the balloon burst while blowing it inside the patient's body. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
With the available information, boston scientific concludes: device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event device technical analysis: the pcb device was returned for evaluation. A visual examination identified that the balloon was tightly folded which indicates that the balloon was not subjected to positive pressure. The returned device was attached to an inflation unit. The balloon was inflated to its rated burst pressure of 10 atmospheres with no leaks or issues noted. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. No other issues were identified during the product analysis. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review was completed and confirmed that the event of balloon - material rupture was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause as no problem detected, based on the results of the product analysis, as the investigator inflated the balloon to its rated burst pressure with no leaks or issues noted, so therefore the complaint incident cannot be confirmed.